Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer (fse) followed-up with customer over-the-phone to address the reported event. Fse had customer check the cup pick up head for free up and down movement. Customer stated the cup pick up head got stuck when pushed up. Fse advised customer to turn off the analyzer and with a transfer pipette, put some hot water onto the small metal bar above the pickup head while attempting to move it up and down. Customer stated that after a few drops of hot water the pickup head became unstuck and was able to be pushed up and down freely. Fse had customer perform a cup transfer test with no errors. The aia-900 instrument is functioning as intended and the reported error cleared. No further actions required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 23-dec-2016 through awareness date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages indicate that error 2163 c.transfer cup not released is generated when the holder sensor s063 detected a cup after the cup was released. The solution is for the customer to contact tosoh local representatives and to check s063 and the cup release operation. The most probable cause of the issue is due to sticky cup pick up head.

Event description:
On (B)(6) 2018, a customer reported getting message error 2163 c.transfer cup not released on the aia-900 instrument. The customer is unable to run patient samples for intact parathyroid hormone (ipth) and follicle stimulating hormone (fsh). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth and fsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Correction: update approximate age of device.